Manufacturer narrative:
The lead was removed but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given oral antibiotics and one lead was removed. The infection resolved and there have been no reports of further complications regarding this event. The patient continues to use the device with one lead.